Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was sticking and was delayed in responding to touch. Additionally, it was reported that the pump software did not accurately adjust the amount of insulin delivered, which resulted in the customer's blood glucose level ranging from 30-400 mg/dl. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained.